Event description:
A caller reported an alarm 2 and alarm 26 related to an occlusion issue, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support advised the caller on various steps to troubleshoot, which included disconnecting tubing and delivering boluses, although the occlusion alarm recurred multiple times. Ultimately, the caller was instructed to replace supplies and resume insulin therapy.